Manufacturer narrative:
(B)(4). Batch # m52w07; batch # m53u9c; mfg. 5/27/2015 exp. 4/27/2020. The analysis results showed that one ecr60d cartridge reload (b) was received. The reload was fully fired and with cartridge deck damage. The found damage on the deck is consistent when the device is fired over an already existing staple line; when this happens the knife plows the staples on cartridge deck and shaving may occur. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. No further functional test could be performed due to the condition of the reload. The reported malformed staples event could not be confirmed as no testing could be made to the returned reload.

Manufacturer narrative:
(B)(4). At the time of this submission, the device has not been returned for analysis. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a sleeve gastrectomy procedure, while firing the cartridge for the first firing, the surgeon had to put extra power. After firing, found out that staples were malformed. There were no adverse consequences for the patient.